Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level sensor had inaccurate readings that triggered threshold suspend alarm. The customer treated low with juice and high with bolus. With the customer¿s blood glucose was 265 mg/dl and the sensor glucose was unavailable at the time of the incident and was 100 points off. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 150 mg/dl and threshold/low suspend limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined troubleshoot for high blood level. The sensor will not be returned for analysis.